Event description:
Consumer claims he was burned on his back while heating pas was laying on his back/buttocks. This differs from his original report that he claimed he was sitting on the pad. Claimant reports that the heating pad failed to turn off automatically and that this was the second time it failed to turn off automatically. He did receive medical treatment and states he has 2nd degree burns. The burns/blisters caused him to miss work.

Manufacturer narrative:
Consumer has not returned device for eval.